Event description:
The hcp reported the pt presented with a wound infection with redness and drainage. The wound was irrigated with antibiotic solution and the pt received both IV and oral antibiotics. The pump was explanted and removed and returned to the MFR for analysis. A follow up report will be sent when additional info is received.